Event description:
This device was returned without oos documentation from st jude medical. Medtronic, boston scientific, st jude medical and sorin medical have no record of this pt. The following physician's office has no record of this pt. The explanting physician's office in the hosp referred me to records release which would not return phone calls. Per hosp sticker on device, this device was explanted on (B)(6) 2012 for an unk reason and it was not replaced. There are no known complaints associated with the functionality of this device. Should additional info become available, this file will be updated.